Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. A summary investigation has been completed for bone loss events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It was reported by customer that the implant was removed due to bone loss. Tooth#20.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141 - 2022 - 01513. The implant and explant dates are now known after follow up with customer.